Event description:
During follow-up, sensing noise and inappropriate automatic mode switch (ams) observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will to continue to be monitored. There were no adverse consequences.